Manufacturer narrative:
Updated fields: e1(event site postal code - (B)(6)). Additional contact information:(B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had checked the machine and it was being found that there is an "autofill failure" then after throughly checking the unit it was being found that there is a problem in the "luar connector" and it needs to be replaced. After that the fse had replaced the pneu cmpnt m luer 1/16 tb white and it was being found that the problem has been solved and it's being handed over to the customer in good working condition.

Event description:
It was reported that during routine check before use, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).